Manufacturer narrative:
A ge representative has not yet evaluated the system.

Event description:
Customer reported the system is displaying a "collimator too large" error code. No patient injury was reported.